Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-16303; 2938836-2019-16304; 2938836-2019-16306. It was reported that the patient developed hematoma. It was suspected that the hematoma led to pocket infection. During explant procedure, the pocket was found to be clean with no signs of any infection. The system was explanted due to hematoma. Patient was admitted to the hospital after a major heart attack (prior to the pacemaker placement) and the patient was supplied with temporary pacemaker. No complications were reported. The patient was stable.